Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty, the stent moved on the balloon. The 9.0x60x135cm express biliary ld premounted stent delivery system (sds) was taken out of the package and while loading the device onto the guide wire the stent came half way off the balloon. This device was not used, and another of the same device was used to complete the procedure successfully. There was no pt contact.